Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified but not reproduced. The device was found out of specification in relation to the reported system error 322 alarms which were verified through a review of the event history log and found to be caused by deficient software causing false system error 322 alarms by single noise emitted from the lower link switch. The lower link switch was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 322. There was no patient involvement associated with this event. No additional information is available.